Event description:
It was reported that the patient had a shocking or jolting sensation and experienced pain and a burning sensation at the battery site. The health care professional advised the patient to go to the emergency room and turn the device off and would determine further actions to be taken. It was noted that the patient experienced similar symptoms with her previous two devices. Additional information received reported the patient was scheduled for reprogramming on 2013 (B)(6).

Event description:
Additional information received indicated that patient's currently implanted device was interrogated more than three weeks prior to the report and its impedances were found to be within normal range. The patient was feeling better.

Manufacturer narrative:
Product ID 355531, lot# n336458, implanted: 2012 (B)(6); product type screening device product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).